Event description:
It was reported that an angio-seal device was deployed in the left femoral artery following a routine heart catheterization. The pt was to undergo a right knee replacement which is why the heart cath access was through the left leg. The procedure was reportedly uneventful. Following transfer to the pt's room, a sand bag was placed at the site. The pt became drowsy, the pt's blood pressure dropped, and the pt experienced internal bleeding, which required a blood transfusion. The pt experienced pain at the access site and a hematoma developed. The vascular surgeon performed two ultrasounds which reportedly were unremarkable.